Manufacturer narrative:
Sample alarms were observed within the alarm trace data. The sample foam detection (sfd) images were reviewed. The initial sample showed small particles right in the pipetting area. The 2nd sample showed foam/bubbles and particles. Based on the information provided, the specific root cause could not be determined. The event is consistent with issues related to sample quality. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 140 pg/ml. The sample was repeated twice, with results of 27.4 pg/ml and 27.9 pg/ml with a qc flag. A 2nd sample was obtained, and the initial result was 26.4 pg/ml. The sample was repeated twice, with results of 26.5 pg/ml and 422 pg/ml with a qc flag. The results of approximately 27 pg/ml were believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. Qc flags were observed with 2 of the results; however, no failed qc was identified in the qc data. The investigation is ongoing.